Event description:
The customer received a blood glucose reading of 240 mg/dl from the breeze2 meter and a reading of 65 mg/dl from a lab test. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.